Manufacturer narrative:
Product analysis: visual and optical inspection confirmed approximately 3mm of the instruments tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing a surgery at t4-s2 for previous hardware failure and decompression. Intra-op, driver stripped due to hard cortical bone. There were no patient complications as a result of this event.